Event description:
It was reported that an individual applied a new dexcom g7 sensor and subsequently experienced loss of continuous glucose readings on the ilet, while glucose data continued to display in the dexcom g7 mobile application; the issue was resolved after re-entering the g7 pairing code into the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm data on the ilet. Investigation included remote troubleshooting and user education. Investigation of this case revealed successful restoration of communication between the ilet and the dexcom g7 following re-pairing, consistent with a transient connectivity issue. It was concluded that the event was attributable to signal loss between the cgm and the ilet that resolved with re-pairing, with the device functioning as expected after guidance.